Manufacturer narrative:
Manufacturers reference (B)(4). Blank fields on this form indicate the information is unknown or unavailable. This event is considered reportable to FDA after investigation completed 23 jan 2026. Summary of investigational findings: a celect-pt filter leg penetrated the sheath during advancement from femoral approach. The whole system was removed and another filter was placed (B)(4). The second celect-pt filter would not expand and tilted against the ivc wall (B)(4), ref# 3002808486-2025-00225). After unsuccessful retrieval attempt with a gtrs from right jugular approach, the tilted filter was successfully retrieved via left jugular approach. Finally, a non-cook filter was placed with no further harm to the patient. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include a kink in the sheath, preventing further advancement and causing the filter leg(s) to penetrate the sheath wall. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the customer tried to place ivc filter and encountered multiple issues during deployment. The first filter would not deploy. They then removed the system and tried to deploy a second filter but faced the same issue. They then removed the second filter with a retrieval kit. They finished the procedure with a competitor's filter. The first filter was placed (g34502) via femoral access. While inserting through hub of the sheath, the filter perforated the sheath, prior to crossing the plane of the body. The user did not pull back on the sheath; however, a filter leg went through the sheath. The whole system was removed. A new sheath was inserted and a new filter (g34502) was advanced through the sheath hub. Upon deployment of the filter in the ivc, the legs would not come out and the filter was tilted up against the ivc wall. Per the user, the vena cava was no smaller than normal. The user opened a gtrs-200-rb, lot 16672127 to snare the filter via right jugular access in the ivc. While attempting to retrieve, the filter was lost in the svc. A second access was obtained via the left jugular and the filter was retrieved. A bard filter was used to complete the procedure. Normally the procedure lasts approximately 1 hour, however, this case lasted approximately 3 hours. There was no malfunction of the gtrs.